Event description:
Treated by the paramedics for low blood sugar levels. It was indicated that the customer indicted that the customer had reviewed pump settings and stated that the night basal rate was set incorrectly. The basal rate was found higher than intended basal rate for that time frame. It was indicated that the customer received too much insulin. Therefore, the customer was assisted with programming the correct basal rate and was instructed to monitor blood glucoses closely.